Manufacturer narrative:
(B)(4). Insulin pump was received with critical pump error or open book image alarm during testing due to moisture damage on electronic assembly.

Event description:
Customer reported via phone call that the insulin pump was exposed to water. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer noticed that there was water in the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.